Event description:
It was reported by a customer that on (B)(6) 2011, the fiber flashed at 22,545 joules. Add'l info reported by the customer was during set up, the aim test was performed and the beam was visible. During use of the fiber, a prostatic stone was visualized and the physician decided to convert to a turp. The customer did not believe there was a problem with the fiber, because upon inspection, the fiber looked fine. There were multiple prostatic stones present and the physician decided to forego the pvp.